Event description:
I have an autoimmune disorder; sjogren's. Major cuts that could cause infection. Depleted monthly allotment of insulin. Financial concern over lack of affordable insulin. Since jan 2014 syringes are lacking in consistent quality. Needles cheap, bend and break upon inserting into vial of insulin (levemir). Plungers are defective and insulin cannot be expelled. Thus all insulin cannot be injected from syringe. Lost/wasted over 1 vial of insulin at (B)(6) per vial. Also the wings are full of rough edges and I have been cut due to sharp edges on several occasions. Bd syringes have been high until jan 2014, I noticed needles were bent on opening that can be filled but not inject-wasted insulin. Spoke with (B)(4) at bd customer relations. She took detailed notes, was interested and sent a package for me to mail her the syringes for analysis. I did all that was requested of me, but the problem persisted. Asked to speak to supervisor or product engineer except (B)(4) took my request to senior staff personnel. No follow up from bd. Also bd wants to compensate me (B)(6) co-pay for insulin. I raised a concern about how losing insulin has now pushed up my drug limit and am now in (B)(6). My monthly cost of insulin is now (B)(6). Bd offered a free coupon of syringes ((B)(6)) is nothing compared to cost of insulin and even (B)(6) that was offered as of (B)(6) 2014 still has not arrived. Bd is not taking this defective product seriously. Their whole operation needs a quality control review. Note: considering the 10-15 hours effort I have expended attempting to provoke a high level of concern and action on the part of bd, I think bd should also compensate me for my time. Prior to retirement on disability my billable rate began at (B)(6) per hour. I did receive a coupon for free syringes, but requested a check for (B)(6) which was not approved. No corporate follow up despite multiple calls and inquiries. I have heard many others have encountered the same issues, ie, physicians, pharmacists and other pts. Hit as a pedestrian on (B)(6) 1993 by uninsured motorist 2x. Continue to strike me as I pivoted in the crosswalk; I fell in front of driver's car. Bd treated the matter as minor and did not follow up as promised. I was to hear from a supervisor weeks ago.